Event description:
The customer opened a box of contour next test strips and the bottle was already open. No adverse event was alleged. The customer was asked to return the strips for investigation. A replacement was sent to the customer.